Event description:
Neurostimulation did not work as well for this patient as had been hoped. The implantable neurostimulator initially controlled the patient symptoms, but lost effectiveness. The patient felt vibration in her stomach. The device system was explanted on (B) (6) 2008 and not replaced. The patient developed an abscess requiring revision (see mfg report #3004209178-2009-01707). The patient recovered without sequela.

Manufacturer narrative:
(B) (4): this report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.